Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by following flow; 1. Dust inside the device hindered the movement of the turret mechanical components. 2. This obstacle prevented the turret from moving to its target position, resulting in a turret error. 3. The front panel led flashed due to a turret error being detected. The dust inside the device may have been caused by the user using the device in a dusty environment for a long time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the branch of olympus (B)(4) and confirmed followings; as a result of opening the device, it was confirmed that there was a lot of dust. The reported event was reproduced. The led on the front panel blinked when the device was powered on. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that all indicator lights on the front panel were blinking. The device turned on and off intermittently. There was no report of patient injury associated with this event.